Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was returned to zoll medical corporation. During the investigation it was noted that the reported problem was observed, the firmware was reloaded to remedy the reported problem. The complaint is closed as software corrupted. No emerging trend based on similar reports.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.